Event description:
A 3-piece silicone lens model aq2003v was implanted and the haptic tore upon insertion. The cause of the lens tear was unknown. The lens was implanted and removed without pt injury. An aq cartridge fp, lot number unknown, was used during surgery. The reporter could not recall the model and lot numbers of the injector used.

Manufacturer narrative:
H6: method: a work order search for the lens was performed. Results: visual inspection of the lens showed the optic was torn and there was evidence of surgical residue. There were no similar complaints found within the work order. Conclusion: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the cartridge and injector were not returned for eval.